Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. A piece approximately 0.065" x 0.123" in size was missing and not returned with the instrument.

Event description:
It was reported that during central processing, the gray plastic piece at the end of the instrument was damaged. There was no report of patient involvement.